Event description:
It was reported that during a cardiac ablation procedure, a temperature output issue occurred, with the temperature showing permanently high on a single thermocouple. Although pulmonary vein isolation (pvi) was completed prior to the issue, the planned cavotricuspid isthmus (cti) ablation had to be aborted. The patient was under general anesthesia at the time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Videos returned from the field were reviewed and identified red alerts in the upper-right corner of the mapping screen with no accompanying text. In addition, a high impedance and a red catheter sensor globe were observed. In conclusion, the reported temperature issue was plausible through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012967876 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p1, p2, p3, and p4 electrodes in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing broken wires at p1, p2, p3, and p4. In conclusion, the reported clinical issues cannot be assessed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The catheter failed the return product inspection due to an open circuit in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.